Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.

Manufacturer narrative:
Intuitive surgical, inc. Has received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley. One side of the clevis ear was removed for further investigation. The silicone potting appeared to be compromised and the conductor wire broken around the weld location, allowing energy leakage to occur. A root cause investigation for this separation is still underway since it is not clear what caused the potting to be compromised. A follow-up MDR will be submitted once additional information is obtained. The customer reported complaint does not itself constitute an MDR reportable event; however, the charring damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted pancreatectomy procedure, the customer observed sparks from the permanent cautery hook instrument. There was no report of patient harm, adverse outcome or injury.